Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during the surgery, the acetabular liner would fix in the acetabular shell. Finally, the surgeon used another one which is the same, and finished the operation. The operation was extended 30 minutes, and the surgeon has performed similar operations about 40 times.